Manufacturer narrative:
Hamilton medical ag comes to the conclusion of complaint cer (B)(4) that: patient was taken to another unit during the incident where he could be ventilated without problems. Patient had no obstruction. Our investigation is still ongoing, logile investigation: technically, the device does not show any abnormalities. Root cause: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: the operator complains that the device does not build up a respiratory minute volume.

Event description:
The following was reported to hamilton medical ag: the operator complains that the device does not build up a respiratory minute volume.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion of complaint (B)(4) that: patient was taken to another unit during the incident where he could be ventilated without problems. Patient had no obstruction. Logile investigation: technically, the device does not show any abnormalities. Follow up conclusion: translated from the original german text*: on 06.11.2022, the log file does not show any technical errors, but there are several exhalation obstructed, check flow sensor tubing and inspiratory volume limitation alarms that point in the direction of the complaint, but which cannot be confirmed due to missing information. The functional check performed with the test software does not show any malfunction. The technician checked the ventilator and found no technical problems. The consumables used in the check were his own and not those used in the incident. Furthermore, there is currently a suspicion that the cause of the problem was outside the ventilator, e.g. The consumables used (membrane, flow sensor, patient filter, etc.). These were not given to the technician for hygiene reasons and therefore he could not verify the problem. Further information was requested, but we did not receive any more concrete details that could shed light on what exactly caused this behaviour. During the incident, the patient was connected to another ventilator on which he could be ventilated without any problems. The patient was not injured during the incident and had no obstruction. The device was tested and passed all tests. No further measures are planned. Translated with www.deepl.com/translator (free version). Original german text*: am 06.11.2022 zeigt das log-file keinerlei technischen fehler, es treten aber mehrere exhalation obstructed, check flow sensor tubing und inspiratory volume limitation alarms auf, die in richtung der beanstandung weisen, welche jedoch nicht bestätigt werden können, aufgrund von fehlenden informationen. Die funktionsüberprüfung, welche mit der testsoftware durchgeführt wurde, zeigt keinerlei fehlfunktion. Der techniker überprüfte das beatmungsgerät und stellte keine technischen probleme fest. Die bei der überprüfung verwendeten verbrauchsmaterialien waren seine eigenen und nicht die bei dem vorfall verwendeten. Ferner besteht momentan die vermutung, dass die ursache für das problem ausserhalb des beatmungsgeräts lag, z.b. Die verwendeten consumables (membrane, flowsensor, patientenfilter etc.). Diese sind dem techniker aus hygienegründen nicht übergeben worden und somit konnte ER das problem auch nicht verifizieren. Nach weiteren informationen wurden angefragt, jedoch haben wir keine konkreteren details erhalten, welche aufschluss darüber geben, was die genau ursache für dieses verhalten war. Der patient wurde während des vorfalls an ein anderes beatmungsgerät angeschlossen, an dem ER problemlos beatmet werden konnte. Der patient wurde während des vorfalls nicht verletzt und hatte keine obstruktion. Das gerät wurde getested und hat alle tests bestanden. Es sind keine weiteren massnahmen geplant.